Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source and the pump turned on. Subsequently, the touchscreen was frozen and the pump was emitting a loud beep. There was no reported impact to the customer's blood glucose level. Reportedly, alternate therapy was obtained from the healthcare provider.

Manufacturer narrative:
(B)(4). The investigation has been completed. Based on the analysis, the alleged pump shutdown was verified. There was no failure identified related to the touchscreen event.